Manufacturer narrative:
Device was used for treatment, not diagnosis. UDI: lot/serial unknown. (B)(4). Device manufacture date: the device manufacture date is unavailable. The manufacturing location was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure it was observed that the trigger of the compact air drive device was blocked. It was reported that there was no delay in the procedure due to the event. It was reported that an unspecified spare device was available for use. There was patient involvement reported. There were no reports of any injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred on the (B)(6) of an unknown month in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.